Event description:
It was reported, the tip of the screwdriver broke off during insertion of interlocking screw for short gamma 3 nail. Surgeon finished case with another t2 screwdriver.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.